Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other similar failures have been reported from this specific device lot. The returned device, received on (B)(4) 2012, is currently under technical investigation. A clinical evaluation of the case was not performed as no information about patient conditions, medical procedure, diagnosis and x-rays have been made available. As soon as further information on the event and/or the results of the technical investigation will become available, orthofix srl will finalize the investigation and provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the hospital indicates: the device, code 99-36501, broke in correspondence to the ball-joint. No adverse effects for the patient. (B)(4).